Event description:
Three cassettes were twisted inside where the bag attaches to tubing making it difficult to fill and remove air. Pt is not comfortable using any more cassettes from this lot. No further details provided. Lot 3667045. Is the product compounded? No; is the product over-the-counter? No.